Event description:
The customer reported that post-surgery, a burn was discovered on the patient's left thigh. The site described the burn as severe. A force2 generator was in use during the procedure with power settings as 70 cut and 100 coag in monopolar mode and 60 in bipolar mode. Total surgery time was two hours and 15 minutes. The site reported that the pad had expired in early 2009.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. Additional questions, including size, degree and treatment of burn have been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.